Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0xc5p, product type: lead. Product ID: 3387s-40, lot# va0xc5p, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia, movement disorders. It was reported that the caller mentioned that their niece had 3 devices and they had to go in and remove and replaced a couple of the leads because of an alleged mistake from the doctor. There were no further complications reported.